Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial:(B)(6), batch: 7146001.

Event description:
It was reported that the patient was having loss of stimulation due to lead migration which was confirmed through an x ray. The patient underwent a spinal cord stimulator lead revision procedure wherein the leads remain implanted in the patient and in use. The patient was doing well postoperatively.